Event description:
A clinical specialist (cs) was notified that the device displayed error message 270 (syringes need replacement) and the device user was unable to rotate the black knob on the syringe driver. The device user confirmed the yellow tap was in the right position. Device user stated they used the silver knob to prime the medications in setup. Cs advised the device user to manually give the medications by pulling the silver knob and raising the syringe driver.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. A service engineer (se) evaluated the device at the customer site. Se had difficulty turning the knob to engage the syringe pump. The issue was resolved by replacing the syringe pump assembly.